Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalised illness manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via regulations.gov as a public submission FDA-2019-n-0426-0003) that female patient of unknown age who underwent breast augmentation with two unspecified mentor breast prostheses, suffered several unexplained systemic symptoms, including trouble breathing, throat issue, low white blood cell count, adhd diagnosis, perception of dying, and panic attacks. Patient was prescribed xanax, asthma inhaler and countless anti-depressants and took one for a month but discontinued due to side effects of the drug. Patient also reported being considered crazy and hypochondriac by her friends and family. The patient underwent bilateral removal without replacement on an unspecified date. Patient reported that 90% of systems have subsided since explantation but the levels of heavy metals in their body still lingers. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch form is for the left breast prosthesis.